Manufacturer narrative:
(B)(4). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, capsular contracture baker grade iii, and patients concern with the "recall".

Event description:
Healthcare professional reported pain and thickened capsule on right side. Patient representative later reported "capsular contracture baker grade iii" and patient concern with product recall. The device has been explanted.